Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged delivery issue was not verified in the black box or duplicated in the evaluation. Review of the black box data found that on the complaint date delivery was manually suspended for about two hours in the late afternoon. Total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were delivered and recorded correctly. The pump¿s bolus feature was found to be functioning properly. Pump calculated bolus units using blood glucose value and carbohydrate value matched bolus units calculated manually.

Manufacturer narrative:
Follow-up #2 - correction to the submission date of 08/11/2015 and the product analysis evaluation date of 07/21/2015 was inadvertently reported in follow-up #1. The correct submission date should be 08/13/2015 and the returned pump was evaluated on 07/23/2015.

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of 550 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustment to the basal rate by health care provider. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of the basal deliveries found that the basal delivery totals in total daily delivery did not match the user¿s basal program. A mock bolus was performed with the reporter and it was determined that the pump was not calculating recommended bolus total correctly. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to a delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.